Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. Customer's blood glucose level was 138 mg/dl. Customer was able to clear the alarm successfully. Customer was unable to rewind the insulin pump. Customer was advised to refer the back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at connector.